Event description:
Litigation papers allege metallosis, pain, swelling, inflammation, lack of mobility, infection, damage to surrounding bone, muscle and tissue, and elevated metal ion levels. Upon revision, patient suffered brachycardia and ischemia. This is a bilateral patient. Patient was revised on (B)(6) 2012; however, it is currently unknown which hip was revised on which date. For reporting purposes, the earliest revision date will be used for the alert date. Should we receive additional information, we will update as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update (B)(4) 2014 - plaintiff¿s fact sheet was received, which identified dob information. Doi identified and updated. Part/lot was identified by patient sticker sheet. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.